Event description:
The customer reported the pacer test failed.

Manufacturer narrative:
The customer reported the pacer test failed. The device was evaluated at philips, and the failure was verified. Replacing the power pca and keypad resolved the issue.